Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub and shield had detached from the syringe 0.3ml 30ga 8mm 7bag 420cas (B)(6) before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hub was detached with the shield."

Manufacturer narrative:
Investigation summary: customer returned photos of 3/10cc syringes. Customer states that the hub was detached with the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #8295943. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 16oct2019, (B)(4) received photo complaint. A visual evaluation of photo found (2) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any damage to the core pins. (2) syringes with no obvious manufacturing defects. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and log book entries were looked at, nothing pertaining to this defect was found root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4) was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml. CAPA (B)(4) has been opened to address this issue."

Event description:
It was reported that the hub and shield had detached from the syringe 0.3ml 30ga 8mm 7bag 420cas jp before use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hub was detached with the shield."